Event description:
The st. Jude medical rep reported that the device delivered inappropriate therapy for noise on the ventricular channel, which is indicative of a lead fracture. Noise was not reproducible with positional testing, but lead impedance had dropped. The lead was replaced.